Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show image in use, and the physician could not rule out the cause of the catheter or the device. Following unpacking and testing a new ultrasound system, it was determined that the catheter was the cause. The procedure was not completed due to this event. There were no patient complications, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.